Event description:
The initial reporter stated that the pump had run for thirty minutes and was not alarming no flow. The initial reporter stated that this had occurred during testing, and no patient had been involved. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the complaint. Based on this, no MDR would have been required.

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump had run for thirty minutes and was not alarming no flow. The initial reporter stated that this had occurred during testing, and no patient had been involved. (B)(4).